Event description:
It was reported that the delivery was too slow. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown. H3: one device was received. Device was visually and functionally tested but the customer reported complaint was unable to be confirmed through the delivery accuracy test. The device was found to be delivering within specification. A root cause was unable to be determined. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.